Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Since implant the patient has been experiencing constant moderate to severe right intercostal neuralgia. There has also been no relief of their symptoms that they attempted to relieve. The patient did report significant relief during the trial however. There were no environmental/external/patient factors that may have led or contributed to the issue. The rep performed multiple reprogrammings with multiple backup programs with no relief of their symptoms. The date were performed on (B)(6) 2018, and (B)(6) 2018. The 5-6-5 paddle lead and ins were explanted on (B)(6) 2018. The return status was unable to be determined. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.